Event description:
A report was received that the patient developed new pain area since the first scs implant. It was not known whether the new pain was device related or not. The patient underwent revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #:(B)(4), description: artisan surgical lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.